Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient began treatment with ceftazidime (1 gram (g), intraperitoneal (ip), everyday) and cefazolin (1 g, ip, everyday). Three days later, treatment with cefazolin and ceftazidime was suspended and the patient began treatment with meropenem (1g, ip, every day). Nine days later the patient's peritoneal catheter was removed and treatment with meropenem (ip) was suspended. A day later, the patient started hemodialysis and treatment with meropenem (500 milligrams, intravenously (IV),every day). The patient is recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. No root cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow-up MDR will be submitted.